Event description:
A malfunction occurred with the pump; however, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and was guided on how to put the pump into storage mode. A replacement pump was sent to the customer, who was advised on the necessary steps upon receiving it and instructed to return the faulty pump within 10 days.